Event description:
Surgeon prepared for size 11 std - stem stuck half way - revision senario as stem would not implant - extraction required - size 11 lateralised inserted. One hour delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.